Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the event occurred due to the damage the objective lens due to use stress, external factors, or handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿preparation and inspection of the endoscope¿ as below. 1. Inspect the objective lens at the distal end of the endoscope for dents, bulges, swelling, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found , the adhesive around the objective lens was peeled. In addition to the reportable malfunction, the following were noted: due to damage on the light guide-cover glass and switch 2, water tightness was lost; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the adhesive on the bending section cover had a chip; the bending tube was deformed; the label on video connector was peeled; the light guide connector was deformed. Additionally, the following components had a scratch: the angulation lever, the bending section cover, the control unit, the forceps elevator, the grip, the light guide connector, the light guide -cover glass, the right/left lever and plate, switch 1, the upward/downward angulation plate, the video connector case, and the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd endoeye laparo-thoraco videoscope had a possibility of water leakage. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive around the objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.